Event description:
It was reported that the patient's vns generator battery was "going out." The treating physician linked this to the patient's recent increase in seizures. The physician referred the patient for vns generator replacement. Received clinic notes showed that the patient¿s device showed diagnostics within normal limits in a previous appointment without any low battery flags observed. No additional pertinent information has been received to date.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently omitted the date of the event. Methods :(B)(4).

Event description:
The patient¿s generator replacement surgery was completed. Preoperative system diagnostics at the replacement case showed the battery was ifi=yes and that impedance was within normal limits. The explanted generator was received for product analysis which was subsequently completed. Visual examination showed only observations consistent with the explant procedure; no surface abnormalities were noted on this device. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. Results showed the expected level of output current and no signs of variation in the output signal. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive electrical evaluation showed that the generator performed according to functional specifications. The battery measured during the electrical testing showed an ifi=yes condition. The internal device data revealed that 119.305% of the battery had been consumed. Review of the generator¿s device history records showed that all quality tests were passed prior to distribution. There were no performance or any other type of adverse conditions found with the pulse generator.